Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery test. No excessive no delivery alarm noted. No insulin smell noted and unknown dried substance. Pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose level was 409 mg/dl. She corrected her blood glucose level with a manual injection. The customer had surgery two weeks before the event was reported. She received a no delivery alarm and there was a strong smell of insulin in the reservoir compartment. The product was returned. Nothing further to report.